Event description:
Bilateral hip pt claims he experienced pain and a creaking/snapping feeling in his hip replacement. He further reports that the hip replacements required revision because the x-rays showed that the asr hips didn't seat properly. Surgery dates unk at this time. Operative reports state: "the acetabular component indeed had micromotion with membranous tissue behind it that was yellowish brown." ... "However, there was brown membranous tissue with osteolysis especially anteriorly and laterally."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.